Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the power pca, the replacement of which was recommended, the customer replaced power pca on their own and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed the therapy delivery test. There was no reported patient involvement.